Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor lead generated a red alert due to high shock impedances greater than 125 ohms. The patient's physician is aware of the situation and the device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the ICD and a boston scientific right ventricular (rv) lead continued to exhibit high, out-of-range shock impedance measurements. The physician indicated that the impedance measurements, though rather high, were still within range for a single coil shock lead. Further, because of these high measurements, an alert was regularly triggered for out-of-range measurements. The field representative advised the physician that if they had any doubts, a save to disk could be performed and sent to boston scientific technical services (ts) for evaluation. The system remains in service.